Manufacturer narrative:
An event of pericardial effusion was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, a 34 mm amplatzer amulet left atrial appendage occluder was selected for implant in an left atrial appendage (laa) closure procedure in a patient with a complex anatomy of their appendage. The device was positioned and the device was partially deployed 3 times, but an ideal implant location was not found. The device was fully retracted, removed, and a 28 mm amplatzer amulet left atrial appendage occluder was then attempted. The second occluder was successfully placed in one of the two lobes. At the final echo check, pericardial effusion was noted to have occurred. A pericardiocentesis was performed and the patient was taken to surgery to have the prosthesis removed. During device removal, the laa was also ligated to resolve the event. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is stable.